Event description:
The customer reported that during use of this spectrum ii suture hook, 45 degree left in a shoulder arthroscopy procedure on (B)(6) 2014, the tip of the suture hook broke off in the patient's shoulder. The broken tip was retrieved without any delay noted and the procedure was successfully completed with the use of an alternate device. Received information from the user facility indicated that the surgeon felt the tip of the suture hook was not as sharp as the ones he used to use and thus excessive force was applied to the instrument during use. As reported, the procedure was otherwise completed with no further complications or patient injury reported. Follow up information revealed that the patient is recovering very well, with no indication of any adverse effect having occurred as a result of the reported tip breakage.

Manufacturer narrative:
On (B)(4) 2014, conmed received the damaged suture hook for evaluation. Visual inspection of the returned suture hook confirmed the reported breakage and found the tip was broken off, and the broken portion was returned. Further evaluation by the manufacturing engineer found that under magnification, the suture hook's material showed stretch lines and an indication that the instrument experienced a heady load to one side, which was consistent with excessive force being applied during use. The engineer also stated that the suture hook material would accommodate and stretch slightly; however, it would also result in thinning the walls of the needle. At its breaking point, the thin walled needle sheared completely and the break showed material being pulled over perpendicular to the needle. The report concluded that this suture hook met manufacturing requirements and a minimum of weld torque strength as specified. Based on the investigation and provided information, the most likely cause of this reported breakage is user related due to excessive force being applied to the tip while in use. On (B)(4) 2014, conmed received the damaged suture hook for evaluation. Visual inspection of the returned suture hook confirmed the reported breakage and found the tip was broken off, and the broken portion was returned. Further evaluation by the manufacturing engineer found that under magnification, the suture hook's material showed stretch lines and an indication that the instrument experienced a heady load to one side, which was consistent with excessive force being applied during use. The engineer also stated that the suture hook material would accommodate and stretch slightly; however, it would also result in thinning the walls of the needle. At its breaking point, the thin walled needle sheared completely and the break showed material being pulled over perpendicular to the needle. The report concluded that this suture hook met manufacturing requirements and a minimum of weld torque strength as specified. Based on the investigation and provided information, the most likely cause of this reported breakage is user related due to excessive force being applied to the tip while in use. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings and precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. If the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Do not use if parts are broken, cracked or worn, or device function may be compromised. Prior to use, always inspect suture needle for damage (i.e. Worn, dull, bent or cracked). Do not exceed five (5) procedures per limited reuse suture hook.